Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the patient does not see well at work, lots of light in the evening, dark, he cannot drive car anymore because of the light of other cars. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).